Event description:
A pharmacist called on behalf of a customer. She alleged, the customer received a control test result of 359 mg/dl using his contour meter. The normal control range was 111-153 mg/dl. No adverse events were alleged. The caller declined to troubleshoot. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.